Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: a proximal portion of the lead was returned and analyzed. The distal and proximal conductors of the lead developed a fracture due to flexing while in vivo, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.